Manufacturer narrative:
Device is a combination product. Age at time of event - 18 years or older. Initial reporter first name - (B)(6). Device evaluated by MFR: synergy ous mr 3.00 x 24 mm stent delivery system was returned for analysis. Device returned with stent protector and mandrel attached, mandrel cut to remove stent protector distally. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile specifications. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 20mmx3mm, concentric and de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. After a 7f non-bsc guide catheter was engaged in the lad, a non-bsc guide wire was advanced into the lesion. Pre-dilation was performed with a 1.5 x 10 non-bsc balloon catheter, leaving 60% residual stenosis. A 3.00 x 24mm synergy drug-eluting stent was selected and advanced; however, device was unable to track. The device was removed and found out that the stent distal strut was damaged and lifted up slightly. The device was replaced with a 3 x 24mm promus elite stent and the procedure was completed with good outcome and with timi 3 flow. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
Device is a combination product. Age at time of event - 18 years or older. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed, 20mm x 3mm, concentric and de novo target lesion was located in the severely tortuous and moderately calcified left anterior descending artery. After a 7f non-bsc guide catheter was engaged in the lad, a non-bsc guide wire was advanced into the lesion. Pre-dilation was performed with a 1.5 x 10 non-bsc balloon catheter, leaving 60% residual stenosis. A 3.00 x 24mm synergy drug-eluting stent was selected and advanced; however, device was unable to track. The device was removed and found out that the stent distal strut was damaged and lifted up slightly. The device was replaced with a 3 x 24mm promus elite stent and the procedure was completed with good outcome and with timi 3 flow. No patient complications were reported and patient's status was stable.